Event description:
It was reported that impedances were greater than 2,000 ohms on all unipolar pairs. The pt continued to receive therapy, but the amplitude need was increasing. Further info is being requested from the hcp.